Event description:
It was reported the right ventricular (rv) lead impedance has steadily been rising with high impedance in bipolar of 5000 ohms and a unipolar impedance of 1000 ohms. It was further reported a lead fracture was suspected. The lead was reprogrammed to unipolar, remains in use and the patient will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.